Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the pump had powered off when patient woke up today and new lithium battery did not resolve the power loss issue. Patient reported that there was no damage to the pump, the battery compartment or the battery cap. In addition, patient noticed that the battery life had shortened over the past couple of months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found unexplained power reboots events as well as multiple low and replace battery warnings along with excessive battery usage. A test battery cap was used in the investigation because cap was not returned. The pump powered up without a power loss. A rewind/load/prime sequence and a 24 hour pump exercise were executed without incidents. The investigation confirmed but was unable to duplicate the reported power issues. Pump casing was opened and no evidences of moisture intrusion or loose components were observed in the pump¿s interior. Unrelated to the reported power issues, it was observed that the display screen was dim and discolored and the battery compartment was found to have cracked.